Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen. There was a pinhole in the balloon material in the middle of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was a kink at the guidewire exit notch and the tip was damaged. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx30mmx143cm nc quantum apex¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a coyote es balloon catheter. No patient complications were reported and the patient's status was good.